Event description:
Boston scientific (bsc) crm received information that ventricular undersensing was observed two days post implant of this pacing system. The pt had an av ablation and an episode of torsades which became ventricular fibrillation (vf). One day later, the pacing system was explanted adn the pt was upgraded to an automated implantable cardioverter defibrillator (aicd).